Event description:
Boston scientific received information that this tachy device displayed noise on the right ventricular (rv) lead. There was no report of asystole greater than two seconds and no inappropriate therapy noted. Additional information received that the device was programmed vvi mode while waiting for revision. The rv lead was confirmed fractured via fluoroscopy. The rv was surgically abandoned and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.